Manufacturer narrative:
Conclusion: no device was returned. A review of the device history records showed it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted the reported events.

Manufacturer narrative:
(B)(4). Title: management strategies for acute coronary occlusion associated with corevalve transcatheter aortic valve replacement authors: sreedivya chava, edward terrien, joseph schmoker, marc tischler, harold l. Dauerman citation: j thromb thrombolysis (2015) 40:198¿202 (doi 10.1007/s11239-015-1222-6) date of publish used for event date.

Event description:
Medtronic received information via literature review of acute coronary artery occlusion subsequent to medtronic transcatheter bioprosthetic valve implantation. A (B)(6) female patient with severe symptomatic aortic stenosis underwent successful implant of a medtronic 29-mm transcatheter bioprosthetic valve (serial not reported). Immediate post-implant measures showed minimal pressure gradient across the aortic valve and mild perivalvular regurgitation. Approximately 20 minutes later the patient was noted with severe bradycardia, hypotension, st segment changes, and left ventricular wall hypokinesis due to occlusion of the left main coronary artery (lmca) ostium by a displaced native aortic valve leaflet. A intra-aortic balloon pump was inserted and the lmca was stented, resulting in stabilized hemodynamics with normal systolic function and mild perivalvular regurgitation. The patient was transferred to the intensive care unit (ICU) in a stable condition and discharged five days later. No additional adverse patient effects were reported.

Event description:
Additional information identified the bioprosthetic valve as model mcs-p3-943 and serial (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.